Event description:
It was reported that the patient's driveline exit site was leaking fluid. The wound was sutured closed and the event resolved without sequelae.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported wound dehiscence could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), lists wound dehiscence as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the driveline site continued to leak after the original suture. A transverse incision was performed, the muscle fascia was opened, the driveline was dissected, and the site was re-closed.

Manufacturer narrative:
Section b5: additional information was received. No further information was provided. The manufacturer is closing the file on this event.